Event description:
It was reported that the device had frequent primary audible alarms during infusion. There were patient involvement and no harm.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced to fix the issue.